Event description:
On 06/20/2023, it was reported by a facility representative via sems that an ar-3355 4071 scope has scratches on the lens. This was discovered during two different procedures. The case was completed by using a new scope with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.